Manufacturer narrative:
(B)(4).

Event description:
It was reported that the central lumen on the intra-aortic balloon (iab) is impassable and could not be flushed, no pressure display. As a result, a new catheter was used. The iab was removed and successfully reinserted in the opposite groin. Patient outcome reported as fine. There was no report of patient death or complications.

Event description:
It was reported that the central lumen on the intra-aortic balloon (iab) is impassable and could not be flushed, no pressure display. As a result, a new catheter was used. The iab was removed and successfully reinserted in the opposite groin. Patient outcome reported as fine. There was no report of patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unable to flush or use central arterial lumen" is confirmed. Upon return, there were 2 kinks noted to the central lumen; one kink was located near the iab bifurcate and the other on the catheter body. A guidewire was unable to fully advance through the returned iab. Also, the central lumen was unable to be aspirated and flushed. The root cause of the complaint is undetermined. A potential cause is the iab kinked as a result of patient movement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.